Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and mlp-016188 cannot be conclusively determined. The heartmate 3 lvas instructions for use lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 14 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient expired on (B)(6) 2019. The family and medical staff discussed patient condition and the family made the decision to withdraw medical and mcs support. The patient's right ventricle function struggled post-implant and rvad was placed on (B)(6) 2019 (non-abbott device: rotaflow - maquet medical systems). The patient's urine output decreased and was placed on continuous veno-venous hemodialysis therapy on (B)(6) 2019. Vad coordinator stated despite aggressive hemo-dynamic and mcs support, the patient's condition continued to decline. The family made the decision to withdraw support. The patient's expiration was not considered device related and the hm3 device operated as intended. No products will be returned. No further information was reported.